Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2117601 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during prep for a transarterial chemoembolization. Another mynx control vcd was used to complete the procedure. There was no reported injury to the patient. The device was not used in the patient. The product was stored and handled in the appropriate cabinet and per the instructions for use (IFU). The device was inspected and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The device was removed from the package according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site was the common femoral artery. The puncture site did not have any visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. There was little vessel tortuosity. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during prep for a transarterial chemoembolization. Another mynx control vcd was used to complete the procedure. There was no reported injury to the patient. The device was not used in the patient. The product was stored and handled in the appropriate cabinet and per the instructions for use (IFU). The device was inspected and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The device was removed from the package according to the IFU. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site was the common femoral artery. The puncture site did not have any visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. There was little vessel tortuosity. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both buttons 1 and 2 were not depressed. The syringe was connected to the device with the stopcock open. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed, and the results revealed a leak in the balloon of the returned device. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 3 mm from the balloon neck was revealed. A product history record (phr) review of lot f2117601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-during prep¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 3 mm from the balloon neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if the device does not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.